Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was cracked. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the device does not detect the cassette. The cause was traced to the cracked dso seal. The dso seal was replaced to address this issue.

Event description:
It was reported that the device does not detect the cassette. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.